Event description:
It was reported the customer had insulin delivery issues on their insulin pump. The customer was disconnected from the call before further information could be collected. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.